Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance and deployment failure was not determined. It was noted that the pipeline pushwire was kinked. There were no issues that resulted in the damage that was found. No additional steps or other devices were attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marksman catheter resistance during delivery and retrieval, also it ruptured at distal area. The pipeline flex (ped) stent failed to open at distal section and unsuccessfully deployed. The patient was undergoing treatment of an amorphous, unruptured left internal carotid artery c7 segment aneurysm with a max diameter of 5mm and a 4mm neck diameter. It was noted the patient's blood vessel tortuosity was moderate. The landing zone was 3.1mm distally and 3.8mm proximally. The access vessel was the femoral artery, with 9mm diameter. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that while treating the aneurysm, the marksman microcatheter was positioned, and a ped-400-25 stent was delivered to the target site. Upon retracting the microcatheter to expose the distal guidewire, resistance was encountered at the stent segment. Attempts to either retract the microcatheter or deploy the stent were unsuccessful, despite adjustments in tension. The entire system was withdrawn, revealing that the stent was stuck at the distal end, and the marksman microcatheter had fractured at the connection between the soft and semi-soft segments. A phenom27 microcatheter was then used as a replacement. After positioning, a ped-375-25 stent was successfully delivered and deployed, completing the procedure smoothly. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). There were no additional steps or other devices required to open the pipeline. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a synchro 14 guidewire, marksman phenom27 microcatheter, 8f guilding catheter.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex device was returned stuck within the marksman catheter. Damage location details: the pushwire was returned extending out from catheter hub. In addition, the tip coil was deployed from the catheter distal tip. The pushwire was found to be bent at ~34.7cm from the proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: the pipeline flex device was pushed out from the catheter with some resistance. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during retrieval as the pipeline flex was returned stuck within catheter. The pipeline flex and marksman catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damage seen on the catheter body (broken/separated/accordioning), pushwire (bending), and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, based on the analysis finding, the pipeline flex could not be confirmed to have failure/incomplete to open at distal as the pipeline flex braid ends were found fully opened and damaged. Possible causes include resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.